Event description:
Reportable based on device analysis completed on 01aug2024. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). The device was used in the sfa and then pulled out. An attempt was made to use it again after rinsing it thoroughly, but the non-boston scientific guidewire was unable to go through the catheter tip. The procedure was completed using an alternate device. No patient complications were reported. However, device analysis revealed a fragment of a guidewire stuck inside the jetstream xc atherectomy catheter.

Manufacturer narrative:
Device eval by manufacturer: the jetstream xc atherectomy catheter was returned to boston scientific for analysis. Visual and microscopic examination revealed no damages. A device-to-device interaction test was performed by inserting a test guidewire into the device. The guidewire entered the tip and immediately stopped. The guidewire was inserted from the opposite end, and the guidewire appeared to stop close to the same location. The device was examined under x-ray, and an unknown coil-like part was stuck inside the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the guidewire restriction. The information provided indicates that the device was used successfully a first time, and the issue occurred when it was attempted to be used again suggesting that the unknown coil is part of a guidewire that was introduced into the device during the procedure.